Event description:
During a ptca treatment procedure, the nc viva 10/2.5 mm balloon ruptured at 7 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was an extremely calfified, 99% stenotic lesion in the left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and a noes guidewire and a cyber guide catheter to cross the lesion. The nc viva 10/2.5 mm balloon was removed and the procedure ws canceled because the facility did not have another balloon product exchange to. The schedule for the next procedure is unknown. No patient injuries or complications were reported. Patient status is reported as `fine'.